Event description:
As a result of a legal claim, it was reported that in the province of (B)(6), 833 patients were affected by the trident recall, of which 50 underwent a replacement.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No specific device information was provided but the stryker trident hip recall was referenced in the provided document. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined. Device not returned.